Event description:
A customer observed a higher than expected vitros tsh result for a single patient sample processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected tsh patient result was not reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result was observed for a single patient sample processed on the vitros eci immunodiagnostic system. The investigation could not determine a definitive root cause. However, user error in not performing required analyzer maintenance and not running quality control tests could not be ruled out as contributing factors. The root cause of this event is unknown.